Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) demonstrated post-sensed t-wave oversensing, and the right ventricular (rv) lead exhibited noise oversensing. Programming changes were made to resolve the issues. The patient remained stable.